Manufacturer narrative:
Additional attempts to the patient's nurse have been made with no additional information provided. This MDR includes all event information received to date. Due to the allegation of death, this MDR is being filed as a serious injury. A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.

Event description:
The following was reported by the patient's peritoneal dialysis nurse: the patient was not undergoing treatment at the time of the event. A death certificate has not been provided.